Manufacturer narrative:
(B)(4).

Event description:
The customer obtained a questionable low sodium result for one "child" patient using the ise indirect na, k, ci for gen.2 assay on the cobas 6000 c (501) module. The initial result was released outside the laboratory. All results are in mmol/l. The initial result was 125. The child went to the emergency room; no further information was provided. Repeat result was 140. There was no allegation that an adverse event occurred. The sodium electrode lot number and expiration date were not provided. The field service representative performed an ise check which was acceptable. The instrument performed within specifications. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.